Manufacturer narrative:
H.6 investigation summary: the contamination claim for catalog 221150 lot 2231043 and 2305157 made by the client quinsa, under pr number 7325048, was received. The records of the batch file were reviewed, verifying that the inspection activities were carried out during the control of the filling process, in the final inspection and at the delivery to the cold room with satisfactory results for the quality and appearance characteristics. The photographic evidence of the culture medium reported by the client was reviewed, in which the presence of a precipitate of the claimed product is noted, which the client apparently confused with contamination, said precipitate is found for one of the reported batches exceeding the criteria of acceptance, however, having received the report after the expiration date of the product, it is not possible to determine if the product met its characteristics within its lifetime. This claim is classified as unconfirmed, the root cause being an inadequate perception by the client, according to the evidence received, since in this only the presence of a precipitate can be observed, which is an inherent characteristic of this catalog. Bd will continue to monitor to identify trends. H3 other text : see h.10.

Event description:
It was reported bd bbl¿ xld agar contaminated agar occurred. No injuries were reported. The following information was provided by the initial reporter: contaminated xld agar.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2305157; medical device expiration date: 02-apr-2023; device manufacture date: 01-nov-2022. Medical device lot#: 2231043; medical device expiration date: 16-jan-2023; device manufacture date: 19-aug-2022.

Event description:
It was reported bd bbl¿ xld agar contaminated agar occurred. No injuries were reported. The following information was provided by the initial reporter: contaminated xld agar.